Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the down arrow button of insulin pump was not working. Customer¿s blood glucose level was 11.5 mmol/l. Customer reported that the numbers was not ramping on their own. Customer stated that the scroll bar was not moving with no input. Customer reported that the buttons was responding but down buttons was not every time. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap locked in place properly during testing. Device received with intermittent button responses during testing due to broken trace on keypad assembly. Device also received with missing serial number label and damage end cap label.